Event description:
It was reported that prior to implant, the device displayed elective replacement indicators (eri), possibly due to cold weather. The device was implanted, and it was not possible to configure the atrial lead settings. The eri was cleared and the atrial lead was programmed accordingly. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.